Event description:
Caller reported alarms labeled as alarm 2 and alarm 26, indicating an occlusion issue. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed critical thresholds. Technical support advised the caller to perform several steps, including disconnecting the tubing from the site, tightening various components, and administering a bolus, but the occlusion alarms persisted. Although there were no visible issues with the cartridge, technical support assisted the caller in loading a new cartridge. The customer opted not to change supplies at that time and was advised to continue monitoring the pump and to contact support if needed. Customer reverted to manual injections for insulin therapy.